Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) lost signal while the user was sleeping, after which a low glucose reading was observed followed by treatment with oral glucose; upon reconnection the cgm displayed a markedly higher value that peaked at 247mg/dl, and the event was associated with intermittent communication failure involving the electrical/magnetic antenna component while the user was operating an ilet system. Symptoms included hypoglycemia with a glucose nadir of 68mg/dl and associated fatigue and sleepiness/drowsiness. Outcomes included unexpected medical intervention with oral glucose and an elevated glucose resolved with automated device insulin delivery with no long-term health impact. User support included communication with the user and analysis of information provided by the user and a third party. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, traced to the electrical/magnetic antenna component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.